Manufacturer narrative:
Device evaluation summary; the sheath, dilator and push rod were returned for analysis. Resistance was encountered when the dilator was advanced 10.5cm into the sheath. Vistal inspection of the seal housing confirmed the seal had dislodged and moved down the sheath. The sheath was cut distal to the resistance site and the seal was removed. Damage was observed to the slit in the 3 ¿ 9 orientation. No damage was observed to the slit in the 12 ¿ 6 orientation. The reported insertion difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent occluder was intended to be implanted in a patient for the endovascular treatment of a 46 mm abdominal aortic aneurysm.   It was reported that during the index procedure, the dilator could not pass through the implantation catheter, and the device could not be inserted. The patient received treatment with another device. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.